Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that issue with a guidewire during insertion of a PICC line. The tip of the guidewire (not the one in the catheter) tied in a knot, and when the nurse attempted to remove it, they were unable to and needed to nick the skin to remove it. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knotted guidewire is confirmed and was determined to be use-related. One nitinol guidewire was returned for evaluation. An initial visual observation of the returned guidewire showed blood residues throughout the device. A knot was observed at the distal end of the guidewire in the coiled region of the guidewire. A microscopic observation revealed the distal coiled region of the guidewire to have a slightly wavy shape. Misaligned coils were observed along the coiled region of the guidewire. The complaint of a knotted guidewire is confirmed and was determined to be caused during the insertion and manipulation of the guidewire. This complaint will be recorded for future trending and monitoring purposes.